Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flow. The customer contact reported the device has unrestricted flow of IV fluids "even if the smart pumps were turned off." No specific pt info, device programming, or event details were provided. There were no reported adverse pt effects while the devices were in clinical use. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device have not been isolated or identified by serial number; therefore, they will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.